Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet generated repeated alert 41 during supply replacement after a 23-inch teflon set change, and the user attempted multiple restarts and a shutdown without resolution; a replacement ilet was issued and the affected unit was returned. Symptoms included hyperglycemia with a reported maximum glucose of 280 mg/dl for about one hour, without ketone testing, medical intervention, or acute complications. Outcomes included the user planning to initiate backup therapy, continued cgm use, and device replacement. Investigation included customer support troubleshooting, verification of battery status, removal and reinstallation of supplies, and device restart attempts. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a pump malfunction consistent with an internal mechanical or positioning fault in the insulin delivery mechanism that triggered the absolute range/rewind error. It was concluded that the cause was a device malfunction related to the insulin drive system.